Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-07236 and 2134265-2017-06990. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the physician tried to do automatic pullback; however, the pullback sled failed to move and made a rare sound. Thus, automatic pullback failed. The procedure was completed using manual pullback, missing the longitudinal view. No patient complications were reported and patient's status was stable.